Manufacturer narrative:
Additional information was received that 4 years, 1 month and 7 days following the implant of the valve, the patient presented with chest pain and shortness of breath described as aortic insufficiency. The aortic insufficiency was previously reported as decompensated heart failure. The two previously implanted transcatheter bioprosthetic aortic valves were explanted three days later and replaced with the implanted surgical valve. Eight days later the condition of aortic insufficiency was reported as resolved. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, both valves were received in the same jar, submerged in a cloudy unknown solution. Multiple outflow crown struts were sutured together with a green multifilament suture, likely attributed to the explant technique. The suture was removed for further observation. All leaflets were partially opened with extensive extrinsic calcification nodules that appeared to impede coaptation. All leaflets were tan-brown, stiff but pliable, except where calcification was present. Significant extrinsic calcification nodules were noted on leaflet one and leaflet three, and to a lesser extent on leaflet two. No vegetation was observed on the leaflets. Tan-white layer of pannus encapsulated all commissures. The inflow and outflow crown appeared oval shaped and there was no evidence of frame fractures. Glistening tan-white pannus was observed on the inflow crown tips extending to the luminal surface of the skirt. A thin layer of tan-white pannus was noted on the abluminal surface of the skirt. On the outflow frame, remnants of tan-white pannus were noted to be attached to the commissures. An unknown amount of pannus may have been removed during explant. Radiography revealed significant calcification on leaflet one and leaflet three, and to a lesser extent on leaflet two. Radiography did not reveal any frame fractures. The device history record for the valve with serial number (sn) (B)(4) and associated sterilization lot was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Conclusion: this valve was implanted as a second valve within an initial/first valve, valve-in-valve due to the initial valve that was implanted low (too deep). This event noted that the ¿placement of the valve was thought to be the failure¿. This placement issue may also have caused the abnormal blood flow. Abnormal blood flow could also have occurred if the valve was unable to fully open and close as designed (reduced leaflet mobility), that could have led to blood stasis in the cusps of the leaflets. Reduced leaflet mobility may have been related to distortion of the trans aortic valve (tav) in the region of the tissue valve which, in turn was related to the placement of the bioprosthesis. The previously reported high gradient, a pressure differential across the valve, could have been potentially related to placement of the tav, as it generally occurs due to leaflet mobility and/or a reduced orifice area. The tav had been studied for optimal in-vitro performance based on optimal placement. In-vivo misaligned placement could lead to leaflet mobility. To properly place the corevalve, the tissue valve region was placed supra-annular, as this reduced the effect that the shape of the existing anatomy has on leaflet movement and allows for the greatest orifice area. If the valve was implanted too deep, the tissue valve region could sit in contact with the anatomy and could distort to the existing shape of the valve. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 millimeter (mm) to 6 mm below the annulus). The implant depth of this valve was unknown. The valve was explanted at 4 years, 1 month and 10 days post implant; extensive calcification and pannus on the explanted valve was noted which likely contributed to the stenosis reported. Although a conclusive root cause to the calcification and pannus could not be determined with the information provided, these are known potential failure modes for bioprosthetic valves and largely dependent on patient condition. Therefore, based on the received information and the return product analysis, the stenosis most likely can be attributed to the heavy/extensive calcification and host tissue (pannus) overgrowth which could lead to insufficient effective orifice area (eoa) and/or immobile leaflet and compromised forward flow. In this case, surgical aortic valve replacement was performed to remove the two previously implanted transcatheter bioprosthetic aortic valves and implant a surgical aortic valve. This event did not indicate device misuse or malfunction. Additionally, the event description did not indicate a potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years, 1 month and 10 days following the valve-in-valve implant of this transcatheter bioprosthetic valve in a previously placed transcatheter bioprosthetic valve that was placed low in the native annulus, the patient presented with chest pain and shortness of breath. Decompensated heart failure with an ejection fraction of 10% was reported. Echocardiogram identified calcification, cuspal stiffening and moderate to severe stenosis of the valve. Surgical aortic valve replacement was then performed to remove the two previously implanted transcatheter bioprosthetic aortic valves and implant a surgical aortic valve. Per the physician, the failure was due to the placement of the valves. No additional adverse patient effects were reported.